Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. X-ray review: post-op x-rays from thoraco-sacral fusion show a rod fracture at l3-4. By report x-rays are 5 years post surgery. Instrumentation and deformity correction appears adequate. Given the length of time from surgery this is likely a result of non-union.

Event description:
Pre-op diagnosis: scoliosis procedure used: posterior scoliosis correction it was reported that the patient underwent surgery in which the rod was implanted. Post-op, the rod was found to be broken on (B)(6) 2017. Patient underwent correction surgery where two connectors with one parallel rod were implanted at the level of the broken rod. No patient complications were reported as a result of the event.